Event description:
Per information provided: (B)(6) 1999 - patient was diagnosed with umbilical incisional hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per op notes, "a bard flat mesh (device #1) was placed and sutured." (B)(6) 1999 - patient was diagnosed with recurrent incisional midline hernia thereby underwent open repair with explant of bard flat mesh (device #1) and implant of bard flat mesh (device #2). Per op notes, "adhesions were lysed. The mesh (device #1) was excised, and a bard flat mesh (device #2) was placed and sutured." (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of bard flat mesh (device #3). Per op notes, "a bard flat mesh (device #3) was placed and sutured." (B)(6) 2008 - patient was diagnosed with infection, abdominal wall abscess thereby underwent partial explant of bard flat mesh (device #2 & #3). Per op notes, "the abscess was drained, and the infected mesh (device #2 & #3) was resected and removed." (B)(6) 2015 - patient was diagnosed with infection, recurrent incisional hernia thereby underwent explant of bard flat mesh (device #2 & #3). Per op notes, "lysis of adhesions was performed and the balled-up mesh (device #2 & #3) was removed entirety."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the bard flat mesh (device #2). An additional MDR was submitted to represent the bard flat mesh (device #1). An additional supplemental emdr was submitted to represent the bard flat mesh (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.